Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the audio bolus button was under responsive. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/07/2016 with the following findings: the pump was returned with the bolus button operating properly. The alleged issue could not be duplicated. The battery compartment was found to be cracked.